Event description:
During a pci procedure, the maverick2 monorail balloon ruptured at 6 atms on the initial inflation. Resistance was encountered during advancement. The lesion being treated was a calcified and 100% stenotic lesion in the distal rca. A 7f mach1 fl4 and al guide catheter, a tgv and pt2 guide wire, a ryujin plus catheter, and an encore26 inflation device were also used in the procedure. No pt injuries or complications were reported. Pt status is listed as "fine."